Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. Most recent battery measurement was 2.6514 volts on (B)(6)-2015. Recommended replacement time (rrt) had not been triggered. No patient alerts. (B)(4).

Event description:
It was reported that the device had reached battery depletion early. The device will be replaced. No patient complications have been reported as a result of this event.